Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead was unable to be implanted as the lead tip was not firmly fixing to the cardiac wall. The ra lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was ¿the electrodes cannot be firmly hooked to the myocardium¿. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual, electrical testing and x-ray examinations did not find any anomalies. No other anomalies were seen.